Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, after a tka on (B)(6) 2020, the patient experienced post-op infection. A revision surgery was performed on (B)(6) 2022 to solve this problem. The current health status of patient is unknown.

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a post-operative infection occurred approximately 1.5 years post tka implantation, and a revision surgery is anticipated. Reportedly, a revision was scheduled; however, per further correspondence, this was postponed. The requested medical documentation has not been received as of the date of this medical investigation. The current health status of patient remains unknown. Without the requested clinical documentation, the root cause of the reported unspecified post-op infection could not be fully assessed. The patient impact beyond the reported infection and planned revision could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection, late deep wound sepsis and/or low-grade synovitis have been have been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2022-00102324-1